Event description:
Additional information was received that right ventricular (rv) lead damage was suspected, but was unable to be confirmed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
The patient presented in clinic with syncope, low pacing impedance and noise resulting in oversensing and pacing inhibition on the right ventricular (rv) lead. X-ray imaging was performed but revealed no anomalies. Abbott technical support was contacted and confirmed the event. The event was resolved by explanting and replacing the rv lead. The patient was stable and will continue to be monitored.